Event description:
See MFR #: 3004209178-2012-03167. It was initially reported that the patient had mild dyskinesia following cardioversion. The device had been turned off prior to the cardioversion. The patient had been undergoing a series of minor voltage changes to assess therapy. Additional information from the patient's physician indicated that the device had high out of range impedances on both stimulators. For the right stimulator, c/2 was at 2647 ohms as well as 2/3 electrodes at 4035 ohms. For the left stimulator, c/0 was 2423 ohms, c/3 was 2146 ohms and 0/3 were 4396 ohms. The physician noted the cause of the dyskinesia was likely due to settings, or turning the system back on. No surgical interventions were performed. The devices were reprogrammed to optimize mobility and the patient will continue to be monitored. There were no injuries.

Manufacturer narrative:
Lead model 3389s-40, lot v750324, implanted: (B)(6) 2011. Extension model 37085-60, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer model 37642, serial: (B)(4). Stimulator model 37603, serial (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3389s-40, lot v750324, implanted: (B)(6) 2011. Extension model 37085-60, serial: (B)(4), implanted: (B)(6) 2011, explanted: na.